Manufacturer narrative:
Date of event could not be obtained from the user despite of several communication attempts, thus further investigation on the hyperglycemia event reported could not be performed. H6 results code was updated to 3221. H6 conclusion code was updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where the user experienced a hypoglycemia event with a horrible low blood glucose.